Manufacturer narrative:
The endowrist one vessel sealer instrument has not been returned to isi for failure analysis evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during use of the endowrist one vessel sealer instrument, it was reported that the patient's tissue was not adequately sealed. While there was no patient harm, adverse outcome or injury reported, recurrence of the reported malfunction could cause or contribute to an adverse event. It is unknown what caused the vessel sealing issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endowrist one vessel sealer instrument was not sealing tissue. The surgeon had to use another endowrist one vessel sealer instrument to complete the procedure. There was no report that any fragment(s) from the instrument fell into the patient, any patient harm, adverse outcome or injury due to the sealing issue. The planned surgical procedure was completed. On (B)(6) 2017, intuitive surgical inc. (Isi) contacted the site's initial reporter and obtained the following information regarding the reported event: the endowrist one vessel sealer instrument worked intermittently and was being used to seal a tissue bundle. The initial reporter was unsure of the size of tissue bundle but confirmed that it was not calcified. During sealing, there was no tissue effect detected by the user. The customer heard the tones indicating sealing was in process and had been completed; however they could not confirm how long the tones lasted. There were no error messages displayed by the system. The reported issue occurred approximately 30 minutes into the procedure. There was no excessive debris on jaws and the jaws of the instrument were not immersed in fluid when the issue occurred. The initial reporter was not sure if the tissue was under tension at the time of the event. There is no recording of the surgery available. There was no patient harm as a result of the event. The vessel was eventually successfully sealed.

Manufacturer narrative:
The endowrist one vessel sealer instrument was returned for evaluation. Failure analysis did not confirm the customer reported complaint. Visual inspection did not find any physical damage to the conductor cable. The instrument passed electrical continuity testing. The instrument was installed into the instrument control box (icb) and the blue light indicator on the icb lit up indicating power was being delivered and unit was properly connected. Multiple self-tests were performed on the instrument and successfully passed. The instrument was installed on an in-house system and passed energy activation with no error codes or error messages. There was no loss of power or intermittent energy observed. Grip force testing of all wrist orientations were found to be within specifications. The instrument also passed the electrode gap test and was found to be within specifications. DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint.